Event description:
It was reported that the wire broke inside the patient. A savion flx guidewire was selected for a lower extremity intervention. As the physician was trying to cross the lesion, the wire broke. The entire wire was then retrieved from the patient. The patient experienced no complications and was fine post-procedure.

Manufacturer narrative:
Device eval by manufacturer: the device was broken 262 cm proximal to fractured section and 38 cm distal to proximal section. The device was kinked at the distal tip. Overall length could not be measured due to condition of device. The outer diameter of the distal tip, middle, and proximal sections were within specifications.

Event description:
It was reported that the wire broke inside the patient. A savion flx guidewire was selected for a lower extremity intervention. As the physician was trying to cross the lesion, the wire broke. The entire wire was then retrieved from the patient. The patient experienced no complications and was fine post-procedure.